Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 25 mg/ml hydromorphone at 6.004 mg/day and 2,900 baclofen (unknown) at 696.4 mcg/day. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2019. The patient recently had an MRI. The caller read the logs, there was no motor stall recovery occurred. It had been more than 2 hours since patient exited the MRI field. They reviewed telemetry state and discussed re-interrogating the pump with logs. The hcp would read the pump logs and call back if needed. There were no symptoms reported. There were no further complications reported/anticipated.